Manufacturer narrative:
.

Event description:
The dentist reported that 4 months after the dental implant was installed in intraoral region #8, it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was performed.